Manufacturer narrative:
A cracked reservoir tube lip, a cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No number scrolling anomaly was noted on the display. However, corroded keypad traces were noted.

Event description:
Customer reported that the insulin began to scroll without input during a bolus. The blood glucose reading was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.